Manufacturer narrative:
Concomitant medical products: 5076-52 lead and 5076-58 lead implanted: on (B)(6) 2010; 310c31 valve implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, loss of capture and high and infinite impedance. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.